Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that one of the eyelets of the plate broke during implantation. A new plate was used to complete the operation. The patient was reported to be okay.